Manufacturer narrative:
The initial MDR 2432235-2016-00003 was filed on january 07, 2016. Additional information (01/12/2016): a siemens headquarters support center (hsc) specialist reviewed the instrument data and service report and did not find any instrument malfunction. The cause of the discordant, falsely elevated vancomycin result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse lubricated the syringe piston. The cse then verified the functioning of the sample syringe, the sample probe and tubing and the ancillary probe and alignment. The cse ran quality controls. The cause of the discordant, falsely elevated vancomycin result on one patient sample is unknown.

Event description:
A discordant, falsely elevated vancomycin result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was diluted with a dilution factor of 1:2 and repeated on the same instrument, resulting lower. The sample was then run neat on an alternate advia centaur instrument, also resulting lower. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated vancomycin result.